Event description:
It was reported that the patient underwent a revision procedure due to the pump migrating from posterior location to anterior location with an artificial urinary sphincter (aus). The aus remains implanted and the physician removed 1.5" and 2.0" tubing, repositioned the pump and reconnected the tubing. Additional information was reported that the patient could feel the tubing. The patient recovered following the procedure.